Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported patient had a revision of right acetabular. Doctor stated there was significant metallosis between mdm liner and tritanium shell. Also significant metallosis between shell and bone.

Manufacturer narrative:
An event regarding metallosis involving a modular dual mobility insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined. A clinical consultant indicated it appears very probable that failure of the cup, augment screw combination failed to acquire stable bony fixation and thus became subject to a loosening process that was accompanied by destabilization of augment and screws and thus was subject to abrasive wear between the involved metal surfaces. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported patient had a revision of right acetabular. Doctor stated there was significant metallosis between mdm liner and tritanium shell. Also significant metallosis between shell and bone.